Event description:
The patient¿s health care provider confirmed the patient needed more stimulation on the right. The patient had not been reprogrammed since day of implant and the device was not covering the area of pain. There were no impedance issues. The device was reprogrammed on both sides. No surgical intervention required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) wasn't working and requested that it be adjusted. It was noted that the stimulation could not be adjusted the up or down. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).